Event description:
It was reported that pump experienced malfunction alarm identified as malf 16 related to speaker, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on putting pump into storage mode and returning malfunctioning pump within 10 days, and technical support arranged and shipped replacement pump and resolved internal part-ordering issue needed for return authorization.